Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ blunt plastic cannula experienced an interlink that damaged the connection port. The following information was provided by the initial reporter: these cannulas have proven to not be an acceptable product in our health system. From the day we put these on our shelves, we have received nothing but negative feedback and our end users have completely lost confidence in this product and we will no longer be able to utilize them. We have also received countless emails and phone calls regarding these. I was even getting calls throughout the weekends. Our supply chain specialists who supply our units continue to receive negative feedback as well. Patient was hypoglycemic (22) and npo. To treat hypoglycemia dextrose needed to be administered via piv. After medication was pulled from the omnicell a blunt needle was needed to draw up medication from vial. Blunt needle was unable to penetrate rubber stopper and with additional force blunt needle pushed rubber stopper into the vial and medication was contaminated. Additional dextrose was needed from the omnicell to replace contaminated vial. Several other types of needles were tried to pull up medication but dextrose was too viscous to be drawn up. Another blunt needle was then used and after several attempts with less pressure, needle punctured rubber stopper and medication was pulled up. Medication was finally administered to patient.